Event description:
The clinician reported that 4.5 months after the dental implant was placed in ada site 14 in the mouth, the implant did not integrate. Clinician reported patient's diseased mucous membrane, peri-implantitis, sinus perforation, pain, mobility, bleeding and complications in the site prep. The site was grafted. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Additional patient codes (f10): 2277. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device was not received by the manufacturer. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and the evaluation of relevant production records.

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Additional patient codes (f10): 2104, 2277. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4.5 months after the dental implant was placed in ada site 14 in the mouth, the implant did not integrate. Clinician reported patient's diseased mucous membrane, peri-implantitis, sinus perforation, pain, mobility, bleeding and complications in the site prep. The site was grafted. There were no reported post-operative complications.